Manufacturer narrative:
On 2/9/2016 - risk management team has requested the consumers mailing address to provide a questionaire and postage in order for the consumer to send back the device for evaluation. Device not returned to manufacturer.

Event description:
On (B)(6) 2016 the consumer alleges that the product caught on fire 3 minutes after being used. Injuries were not sustained.